Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty deflating the balloon. The express2 stent was deployed, but the balloon would not deflate. The physician indicated that the inflation was also very slow. The vessel was not calcified and had been pre dilated. Due to the vessel size, the physician was able to remove the balloon without deflating it. No patient injuries or complications occurred.